Manufacturer narrative:
A partial lead measuring 39.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.5-12.5cm from the distal end of the svc shock coil. Internal insulation abrasions were noted at 13.7-14.4cm and 24.6-25.9cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.